Manufacturer narrative:
(B)(4).

Event description:
Patient's family member reported that the patient passed away on (B)(6) 2017. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.